Event description:
On 20nov2023, a patient (pt) called to a report a diagnosis of corneal abrasion in the left eye (os) while wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt reported in the morning of 17nov2023, an os cl caused discomfort all day. In the evening, the pt experienced pain when the suspect os cl was removed. The pt didn't notice anything unusual with the suspect os cl. The pt went to an urgent care the following morning and was diagnosed with an os corneal abrasion and prescribed ibuprofen 800mg three times a day (tid) for 10 days and silicatein 3% drops tid for 5 days. The pt reported the os was very painful and used the eye drops every 2 hours. The pt was also prescribed tetracaine 0.5% 2 drops every 5 to 10 minutes for 5 days for pain. The pt will pick-up the tetracaine today. The physician at the urgent care advised the pt to see an eye care professional (ecp) if symptoms didn't resolve in 3 days. The pt reported the os is currently painful and has an upcoming appointment with an ecp on 21nov2023 for evaluation. The pt will provide discharge papers with the diagnosis by email. On 20nov2023 and 22nov2023 calls were placed to the urgent care clinic for additional information. On 22nov2023, a fax request was sent requesting additional medical information. On 22nov2023, a call was placed to the pt¿s ecp office and a representative advised the pt was diagnosed with os corneal abrasion and was prescribed prednisolone 1 drop four times a day (qid) for 6 days. The pt is to return for a follow-up visit on 28nov2023. On 30nov2023, the pt provided additional medical information. The pt reported a diagnosis of os uveitis by the ecp and was prescribed prednisolone 1% with taper starting qid, then tid, then two times a day (bid) and the pt reported tomorrow (01dec2023) the pt will begin daily prednisone for a ¿few days.¿ the pt was uncertain of how many days were ¿in between each change.¿ on 28nov2023 the pt was advised to continue using the ¿eye drops bid for another couple of days, then switch to once daily for a few days¿ and then the pt would be able to return to cl wear. The pt does not have a return visit scheduled with the ecp, but advised the os feels much better now. On 30nov2023 a representative at the ecp¿s office provided a diagnosis code of ¿h20.012 - anterior uveitis, left eye.¿ on 28nov2023 the pt was prescribed prednisolone tid for 3 days, then bid for 2day's, then once daily for 1 day then stop the medication. No cl wear until done with the prednisolone taper. The pt is to return to the ecp in 1 month. No additional medical information was provided. On 30nov2023, the pt reported there is no history of uveitis or ¿immune suppressive disorder.¿ the pt is going to schedule an appointment with primary care doctor for testing. No additional information was provided. On 05dec2023, the pt reported no follow-up appointment has been scheduled with the ecp, but the pt will request the medical report from the pt portal. On 12dec2023, a representative at the ecp¿s office advised no request has been received from the pt for the medical reports. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j003gzj was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as applicable.

Manufacturer narrative:
H3 other text : suspect product discarded.